Event description:
As reported, when the sterile package of the 7x40 precise pro rx was opened, the stent was found to be released and exposed. The operator stopped using it. There was no reported injury to the patient. The product was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background is clearly visible. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18119915 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6. When the sterile package of the 7x40 precise pro rx was opened, the stent was found to be released and exposed. The operator stopped using it. The product was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background is clearly visible. There was no reported injury to the patient. The device was returned for analysis. A non-sterile unit of ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed at one metallic tray to be inspected. A thorough inspection was performed on the unit observing the following conditions: the device is fully deployed. The stent was not retuned for analysis. The hemostasis valve was returned open. No other outstanding details were observed. Dimension analysis result were found within specification. Functional test was not performed due to the unit was returned fully deployed. However, the mechanism was inspected simulating the deployment process and no anomalies were observed. A product history record (phr) review of lot 18119915 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) ~ deployment difficulty - premature/during prep¿ was not confirmed due to the unit was returned fully deployed and the dimensional analysis was found within specification. According to the instructions for use (IFU) ¿preparation of stent delivery system: caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ vessel characteristics and or user interaction with the device may have led to the reported event. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, when the sterile package of the 7x40 precise pro rx was opened, the stent was found to be released and exposed. The operator stopped using it. There was no reported injury to the patient. The product was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background is clearly visible. The device will be returned for evaluation.